Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reverted to an alternate method of insulin delivery. Additionally, it was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit for an elevated blood glucose (bg) of over 500 mg/dl. Customer tried to address the bg by a manual insulin injection. Reportedly, the pump "pump stopped working after going though body scanner at airport." Customer was treated by intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer to obtain release date, but no response was received.